Event description:
It was reported that the patient experienced supra ventricular tachycardia (svt) and the implantable pulse generator (ipg) had reached elective replacement indicator (eri) /recommended replacement time (rrt). The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.